Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while closing the safety shield of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, the needle broke away from the holder it was attached to and punctured a phlebotomist's hand. The needle broke away due to a crack in the holder. There was no report of medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6279990. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Results: one eclipse needle was received with a bd single use holder. There were no defects identified on the eclipse needle or holder. The eclipse needle was screwed into the holder with ease and without difficulty. A review of the device history record was completed for batch 6279990. All inspections were in compliance with requirements. Conclusion: no root cause from the manufacturing process was identified as a contributor to the reported failure.

Manufacturer narrative:
Correction: initial MDR gives the date received by manufacturer as 04/30/2017. The correct date received by manufacturer is 05/04/2017.